Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. A xtw (lot: 40223a2076) was placed first. A nt (lot: 30712a1048) was then attempted to be implanted. Two to three grasps and captures were attempted but the anterior leaflet could not be captured. The clip was brought back to the left atrium. A perforation of the anterior leaflet was then observed. The nt was then placed next to first xtw clip successfully. The procedure ended with mr grade 3-4+.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty capturing the leaflets appears to be related to patient morphology/pathology. The reported tissue injury (perforation of the anterior leaflet) appears to be due to the multiple capturing attempts due to the difficulty capturing. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.